Manufacturer narrative:
Event and therapy date is estimated. Further information was requested but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 3006705815-2020-02273. It was reported the patient was unable to increase amplitude for stimulation, as it would decrease automatically on its own diagnostics revealed high impedances. To address this issue a surgical intervention is planned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the leads and anchors were explanted and replaced with a penta lead. Reportedly effective therapy was restored.